Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo stitch device. A bent needle was found in the jaws of the instrument. Witness marks on the cones were observed on the needle under microscopic inspection. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for the instrument. No sheering was observed on the toggle switches. The bent needle was removed from the instrument. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there is no information available regarding this issue with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.